Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their bite is off and their teeth are not aligned comfortably. The patient stated their mouth, jaw and tongue also feels misaligned causing discomfort. The patient is unable to properly chew food. Their personal dentist agrees aligners are not correct and is willing to provide digital scans for proper aligners to be made.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.